Event description:
It was reported that the subject device displayed no picture. The procedure and patient outcome were unspecified. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image has error code b30 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image is due to error code b30 due to fluid invasion on s-connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.